Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was reported that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 10/10/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a review of the device histories indicated frequent low and replace battery alarms. The pump was powered on and during testing the pump emitted a call service 078 alarm at the rewind step. The pump¿s electrical current draws were unable to be measured due to the recurring alarm. A leak test was performed and an audio bolus button leak was found. The pump case was removed and moisture damage was found on the printed circuit board. The complaint of a battery life issue was not able to be adequately investigated due to the moisture ingress. (B)(4).

Manufacturer narrative:
Correction to serial #.